Manufacturer narrative:
It is noted hospitalization is now applicable to the event upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a foreign clinical study further specified the patient had an outbreak from mersilene suture left frontal (skin). The patient had felt the suture coming out between the hair. The event resulted in in-patient hospitalization. Etiology was reported as related to the device or therapy and due to surgery/anesthesia. The outcome was updated to resolved without (B)(6) 2016.

Manufacturer narrative:
Concomitant product(s): product ID: 33872836, lot# b0288402k, implanted: (B)(6) 2004, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2016 the patient had an outbreak from left frontal suture. Examination was done. A revision of the head wound where the suture had broken out was also to be done on (B)(6) 2016. The outcome was ongoing. The patient was alive with injury. It was unknown if the event was related to the components or procedure and was not related to the device or programming/stimulation. Patient's medical history included smoking and essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported event was related to the procedure.